Event description:
It was reported that the patient presented for an implant procedure. During the procedure while positioning the lead, it was not fixed well and would dislodge. After several attempts, the lead's helix would not retract. The lead was not used, and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
Further information was requested, but not yet received.